Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) no longer had any therapeutic effect on the patient¿s pain and the patient was working on a resolution. The patient also reported that she has had several programs and an x-ray confirmed that one of the leads migrated down six inches. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017 (B)(6). It was reported that the circumstance that led to one of the leads shifting down six inches was normal activity; the specific root cause was unknown. The patient also reported that the device slowly lost effectiveness, they met with a manufacturer representative (rep) and there were no solutions offered, so now the patient wants the device removed. There were no further complications reported or anticipated.